Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the rca. Approximately 5 months post index procedure, the patient was diagnosed with in stent restenosis and stent thrombosis in the target lesion. The investigator classified the event as a cto and indicated that the event was remotely related to the device. The patient recovered following medical treatment.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent thrombosis). Conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).